Event description:
The implantable neurostimulator battery depleted from fully charged to 75% charged after 2-3 weeks of use. It required more frequent recharging after the patient had hernia surgery. The patient recharged the device for 1 hour every other day. The battery would deplete from full to 75% full in 2-3 days; this was faster than expected. The device battery would deplete at the same rate if it were on and off. The patient was seen by a field representative. Interrogation of the neurostimulator showed that it was only recharged once between (B) (6) 2010 and (B) (6) 2010. The patient fully recharged her device on (B) (6) 2010 and did not recharge again until (B) (6) 2010. The implantable neurostimulator battery was not completely discharged. Impedances were within normal limits. The patient experienced lack of effect; neurostimulation was not covering the patient's pain as well as it did. The neurostimulator was reprogrammed to amplitude 2.3 volts, pulse width 130 microseconds, rate 40 hertz. A second stimulation program was added to address additional stimulation needs. Surgery to fix the problem was not planned. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B) (4).